Manufacturer narrative:
Device received with detached end cap. Unable perform any testing including the displacement due to detached end cap. Device received with loose drive support disk, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was sticking out and it was noted during priming when insulin pump failed to recognize infusion set. Customer¿s blood glucose level was unknown. Customer did push the drive support cap back and taped it. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.